Manufacturer narrative:
Other: the initial information did not indicate a potential for injury. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected. Varian ref: (B)(4).

Event description:
During patient treatment, on three separate occasions, the couch was slowly ascending and continued to rise past the etr couch value limit. The first incident occurred between the second and third arcs of a patient's treatment. The vertical value was decreasing at a regular rate. The next incident occurred. The same day, approx. 3 patients later. On the 3rd incident, there was an error message and it was realized the cvert was moving, and the couch was again rising. The couch movement could not be stopped by using the panel or pendants, by turning the key to the enabled position from outside. After cancelling out of the obi and requesting control for the 4d outside, the couch did stop rising after hitting the imaging panels. No injury was reported.